Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number 400519788, event 2. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 2: the hemodilaysis machine air detector went off while on hd treatment and a blood smear was found around the pump roller. The nurses noticed a small slit on the arterial tubing around the pump roller. No injury was reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 2. All information associated with this event was submitted to the bloodline manufacturer. According to the manufacturer investigation, the blood tubing sets could not be returned for product evaluation as they had already been discarded. No photographs were provided for evaluation. A review of the device history records for (B)(4) from lot 10255060 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.